Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had squirted from infusion set when priming and battery life diminished and insulin pump had rejected new batteries. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had to rewind more than once and received unexplained no delivery and constant readings inaccurate. The insulin pump will not be returned for analysis.